Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician performed transseptal puncture with a torflex sheath and nrg. Physician was unable to advance the torflex across the septum. The septum was stiff and fibrotic. They had had a previous left sided procedure at another time. Physician left a wire across the septum and tried to advance across with the faradrive sheath. This was also unsuccessful. The physician chose to dilate the hole in the septum with a balloon. This then allowed the faradrive sheath to cross into the left atrium. Everything was done under transesophageal echocardiogram (tee) guidance with an echocardiographer present. There were no complications and the procedure was completed successfully by using original device. No patient complications have been reported. No excessive force was applied during attempted crossings. The puncture was located inferior and anterior on the fossa ovalis. No other issues has been reported. No other issue has been reported. The product is not expected to be returned as it was discarded in facility.